Event description:
It was reported that during the procedure and while working on the venous side, the basket separated from the drive cable. The physician placed a 7fr sheath on the arterial side and was able to retrieve the basket. There were no further complications.